Manufacturer narrative:
During the device evaluation, the customer's complaint was confirmed. Additional evaluation findings were as follows: the light cover glasses were chipped, the light cover glasses adhesive, the optical glass adhesive, and the distal end adhesive were worn, the control body aspiration housing and the air/water housing had worn colored rings, the suction connector had water ingress, the biopsy channel condition and brush passage had leaking, the up/down and left/right angles and angle play were not to specification, the air and water channel volume had evident blockage, the water flow and removal were not to specification, the electrical safety test was not to specification, and the automated air leak test was leaking. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported, that the subject device exhibited, a leakage from the distal end. There was no report of patient or user injury due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was observed, that there was white crystallized contamination (foreign material) in the auxiliary channel. And the device displayed an error code e315 (scope error). This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the simethicone type white residue foreign material could not be identified nor the root cause of it although it can be presumed that it remained in the auxiliary water channel since reprocessing could not be completed due to leakage at distal end. The root cause for the error message e315 event could not be concluded although it can be presumed that it was due to water invasion of the connector. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the events. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events. Olympus will continue to monitor field performance for this device.